Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding faxed over a request for any billing documents, on two occasions from the attorney of the family. The information received on 03/11/2021. First being back in january of 2020, and the second on, february 2021. No harm requiring medical intervention was reported. The device will not be returned for analysis.